Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -17.00/3.0/062 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault was observed (assessed on (B)(6) 2021), the lens was repositioned on (B)(6) 2021 and rotated (B)(6) 2021, but did not resolve the problem. On (B)(6) 2022 the lens was replaced lens with a longer length lens and the problem was resolved.

Manufacturer narrative:
Weight: unk. Ethniity: unk. Race: unk. PMA/510(k): this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).